Event description:
It was reported that patient underwent total right knee arthroplasty on (B) (6) 2009. Subsequently, patient developed an infection and returned to the o.r. For irrigation and debridement on (B) (6) 2009 and the poly bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable.manufacture date - unknown without the proper lot identification.this report filed november 5, 2009.

Manufacturer narrative:
The product information reported at the time the initial medwatch was filed was incorrectly relayed as the explanted components, when in fact, the part number originally reported was what had been implanted on (B) (6) 2009. The tibial bearing that was explanted was part 183420 lot 624740 as indicated in this follow-up report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent total right knee arthroplasty in 2009. Subsequently, patient developed an infection and returned to the o.r. For irrigation and debridement one week later, and the poly bearing was removed and replaced.